Manufacturer narrative:
(B)(4). Manufacturer evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known; therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the patient's medical records were provided by the facility on may 17, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical records indicate an unlikely relationship between the 2008k2 hemodialysis (hd) machine and the hypotensive event and the altered mental state of the patient. There is no indication that a device malfunction occurred. The charge nurse reported that the machine was "perfectly functioning" with no malfunctions observed, alleged, or identified. The patient expired three days after their last hemodialysis treatment. Additionally, the hospital discharge summary lists the primary cause of death as septic shock with multiple organ failure amidst myriad comorbidities. Based on the event details and provided medical records, there is no causal association between the 2008k2 hemodialysis (hd) machine and the patients expiration.

Event description:
A peritoneal dialysis (pd) nurse reported that an (B)(6) year old, male, end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) expired on (B)(6) 2016. Patient medical records revealed an extensive and complicated medical course for this patient over a 1.5 month period of time, beginning with a hospital admission on (B)(6) 2016 and eventually concluding with the patient's expiration on (B)(6) 2016. On (B)(6) 2016, the patient had an emergency related to stomach pain. The patient felt sick, and subsequently called emergency medical services (ems) for assistance. The patient was not connected to the cycler or performing pd treatment at the time of this incident. The patient was transferred to the hospital via ems, and then admitted with a diagnosis of abdominal pain and septic shock. Patient had paracentesis that was positive for extended spectrum beta-lactamases (esbl), e. Coli, pseudomonas, and anaerobes. During this period of hospitalization, the patient underwent two surgical procedures. The first occurred on (B)(6) 2016 for a perforated colon, sigmoid colectomy/colostomy, liver abscess drainage, cholecystectomy, and wound vac placement. The patient's pd catheter was removed during the same procedure. While hospitalized, the patient underwent hemodialysis (hd) treatments. On (B)(6) 2016 the patient underwent a second surgical procedure which involved an exploratory laparotomy with washout, during which drainage of the pelvic abscess (rectal stump leak) and right upper quadrant abscess was performed. Operating room (or) cultures were positive for proteus, enterococcus, bacteroides for which an antibiotic course was administered, and subsequently completed on (B)(6) 2016. The patient was discharged to a sub-acute rehabilitation center on (B)(6) 2016 in stable condition. The patient was transported from the sub-acute rehabilitation center for the first and only in-center scheduled hemodialysis (hd) treatment session on (B)(6) 2016. The patient was in poor condition with several co-morbidities upon arrival at the user facility. The patient entered the clinic via stretcher and reportedly was "hypotensive, drooling out whitish purulent phlegm with shortness of breath." The patient was noted as being coherent, but so weak, that the oral secretions could not be cleared without assistance. Post dialysis note indicated that the patient was "unable to meet set goal due to hypotensive episodes." As this was the patient's first treatment at this user facility, the patient's dry weight had not been stabilized. The treatment data record notes the patient's pre-dialysis weight as (B)(6). There is no documented cause for the 3kg increase in patient pre and post dialysis weight. However, no malfunction of the 2008k2 hemodialysis (hd) machine alleged, identified, or observed during the hd treatment performed on (B)(6) 2016. All machine functional tests passed prior to treatment; the unit was functioning normally. Furthermore, during the treatment, the patient had an episode of hypotension and a change in mental status. These symptoms were noted as being consistent with the patient's complex medical history and directly related to the diagnosis of metabolic encephalopathy, septic shock and multi-organ system failure. The nurse re-iterated that the patient was very sick. Patient was discharged from the user facility to the sub-acute rehabilitation center post hd treatment on (B)(6) 2016 at 4:54 pm. The patient presented to, and was readmitted to the hospital on (B)(6) 2016 at 1:32 pm in a grave state of health. Patient admitted with multisystem organ failure, secondary to septic shock, with associated adverse conditions of hypotension, metabolic encephalopathy, esrd, a pleural effusion, fever, and acute respiratory failure. Upon arrival, the patient was noted as having a very low blood pressure (bp) in the early 80s patient was given intravenous (IV) fluids with only a slight improvement of bp. Patient was noted as being very jaundiced with an altered mental state (ams). The patient was able to open eyes, but could not reliably answer questions. The patient was subsequently made a do not resuscitate (dnr), do not intubate (dni), and hemodialysis was discontinued. Palliative care was consulted and patient was placed on comfort care measures. The patient expired on (B)(6) 2016 at 5:57 pm with a primary cause of death listed as septic shock with multisystem organ failure.